Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to pass through the guidewire through the sheath is confirmed but the exact cause remains unknown. Two 35 cm guidewires were returned for evaluation. Both guidewires contained multiple sharp bends throughout the length of the wires. Tactile evaluation of the guidewire revealed both wires to contain a protrusion at the proximal tip. Microscopic inspection of the protrusion felt in both guidewire revealed a section of the coil wire to be disjointed causing it bulge outwards. The outer diameters of the wires were measured at a region away from the disjointed coils and was found to be within manufacturing specification. The damaged guidewire coils formed a larger diameter profile which creates an interference during insertion through the microintroducer. Based on the condition of the returned samples, possible contributing factors to the coil damage include damage during handling and exposure to torsional forces. Since the damage on the guidewire was found to likely contribute to the reported issue, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that there was a small hook at the tip of the guide wire, making it unable to pass through the vascular sheath. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp2531 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported that there was a small hook at the tip of the guide wire, making it unable to pass through the vascular sheath. It was reported this occurred with two devices. This report addresses the second device.